Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the incident involved a male patient. Indication for use: cardiac support. While in the cath lab the intra-aortic balloon (iab) was inserted via the right femoral artery through a sheath. The patient was moved to the intensive care unit and the intra-aortic balloon pump (iabp) therapy continued for 4 days when the pump alarmed helium leakage "coming over 50-60 cycles." The pump was "restarted and the balloon inflated and every cycle minimum amount of helium got lost." The iab was removed as the iabp therapy was finished. There was no reported patient death or injury. Medical/surgical intervention was not required. Iabp therapy complications and the patient outcome is listed as "ok." The iabp used was the autocat2 wave, serial number (B)(4).